Event description:
No additional information was provided.

Manufacturer narrative:
One sample (model #mp5303-c, lot #23029079) was returned by the customer. It was reported by customer that while assembling gravity tubing, when j-loop attached, line would not prime. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe filled with water, and attempted to be flushed. The sample was unable to be flushed. The customer complaint can be verified. The sample was further examined under magnification where an occlusion can be observed near the female luer. A device history record review for model mp5303-c lot number 23029079 was performed. The search showed that a total of (B)(4) number was built on 12feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that while assembling the bd maxplus¿ pressure rated extension set with removable needleless connector the line would not prime. The following was received by the initital reporter: verbatim: while assembling gravity tubing. This writer places the j-loop at the end of the extention tubing to prime all the tubing. When j-loop attached line would not prime. When j-loop detached line would prime. Tried several times with the same results. This writer eventually applied a new j-loop which allowed the line to be primed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.